Manufacturer narrative:
Serial numbers: (B)(4). For 5 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 1 of the reported events, the interface board was replaced, to resolve 1 of the reported events, the pneumatic module was replaced. For 1 unit, a new software option key was loaded to resolve the reported issue. For 2 unit, the customer has not accepted a proposal for repair. No further information on the repair is available.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model m1170700 critical care ventilator experienced therapeutic output failure. 2 of the events were reported for a malfunction preventing mechanical ventilation, 1 event was reported for a malfunction causing a loss of bi-level ventilation, 1 event reported for an internal malfunction resulting in the loss of critical alarms, 1 event reported for system errors causing a loss of mechanical ventilation during a case. These reports were received from various sources. Of the 5 events, 4 did not involve a patient, and 1 did involve a patient. There was no patient information available.